Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site was in the right arm. It was confirmed that an incision was made to attempt to remove the sensor. The sensor was palpable before the incision. Transmitter and ultrasound wasn't used to localize the sensor. Per dms, user is not using the system as no new sensor was inserted.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.